Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 112 mg/dl. The customer stated that they had issues with the battery cap. The customer did not have time to trouble shoot and had to get off the phone but a new battery cap was sent to the customer. The customer stated that they will call back if they continue to have issues with the battery cap. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.